Event description:
The dexcom g7 is an inferior product. I've been using it for several weeks after upgrading from the g6. The problems are as follows: 1) needs frequent calibration. I am on day three of the current sensor and has been continually reading 20-30 points less than the finger sticks and have calibrated several times. With other sensors the difference has been greater. Some sensors have woken me during the night as many as 3 times with false lows. The worst was when my smart phone read "low" and my finger stick was 100. I've only used one sensor thus far that has been acceptable. Dexcom claims that no finger sticks are necessary. This is far from the truth. The g6 was a much better device but still needed calibrating on the first day. 2) deploying the sensor from the device is problematic. Placing the sensor against the skin won't work despite how often you press the button. I found that the device has to be pressed hard against the skin to get it to deploy. It also deploys with such force that it is painful and leaves my skin quite marked. 3) the overpatch leaves my skin red for days after removing it and obviously am allergic to it. I decided not to use the overpatch. However, the adhesive strip on the sensor is so narrow that it doesn't hold up in water very well. A sensor fell off my arm after taking a bath. This never happened with the g6. The overpatch should be of the same quality as the adhesive on the sensor but is not. 4) this device loses the signal much more often than the g6 did and can be annoying. My initial thought was to go back to the g6. I called the medical supplier and a supervisor was to have updated me on the exchange but did not call. I decided to call dexcom and an agent told me he'd send a return label but never received the label and figured I probably would not get much cooperation especially because there is sometimes miscommunication with the outsourced agents. I called again to say to disregard and decided to give the g7 a longer trial period without the patch and thought that perhaps the first couple sensors may have been defective. I wasn't very successful. Although sensor number 3 only needed calibration the first day, it did not do very well in water. The edges were starting to lose the adhesive. With sensor number 4, the sensor fell off after a few days. I'm on another sensor now and back again to false readings. With my last sensor falling off I decided it would be best to go back once again to the g6 and also because the sensors have been hit or miss (mostly miss) when it comes to recording levels. Unfortunately, I found out that the g6 is being discontinued. The g7 was put on the market too hastily. I'm including a link from the bbb with other reviews so you can see for yourselves: dexcom needs to take this off the market and make improvements not only so that pump users can upgrade (this is the only work being done currently on g7) but also to improve it's functionality. Https://www.bbb.org/us/ca/san-diego/profile/diabeticsupplies/dexcom-inc-1126-15028122/customer-reviews. Reference reports: mw5148115, mw5148116, mw5148118, mw5148119.